Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pacemaker dependent patient presented through merlin.net transmission, an episode of non-sustained rv oversensing was observed. Review of the transmission revealed potential oversensing of environmental emi or a possible developing lead issue. The oversensing resulted in inappropriate inhibition of pacing. Patient has not reported any symptoms. The patient was brought into clinic but no testing was done. The patient decided to not do anything about the issue. The patient was asymptomatic and will be followed on merlin.net. The cause of the issue remains undetermined.